Event description:
User reported a large leak coming from the analyzer water tank onto the floor. No pt samples were affected and no one was injured. The field service representative determined the water tank valve to be the cause. He ordered a new valve for the water tank and repaired the tank. Performance tests were performed.